Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4).

Event description:
It was reported that the patient presented with low back pain. An MRI scan revealed mild bulge at l4-5, surgeon diagnosed lumbar spondylosis.a CT of lumbar spine without contrast indicated 'lumbar alignment normal, vertebral body height and disc height are maintained at all levels. L1 and l2 disc levels appeared normal. Mild l2-l3 facet arthropathy. L4-5 contrast material within the nucleus pulposus, mild posterior broad based disc bulging without disc protrusion or a definite neural compression. Mild facet arthropathy. At l4-5 broad based posterior central disc protrusion super imposed upon a broad based disc bulge. Narrowing of both lateral recesses and may be some aspect upon the descending l5 nerve roots. Minimal facet arthropathy. L5-s1 paracentral disc protrusion indenting the ventral thecal sac and appearing to contact the descending s1 nerve root. Neural foramina are patent.' An MRI of the lumbar spine indicated 'mild changes of spondylosis at l4-5 level with mild bilateral neuroforaminal narrowing. Mild facet hypertrophy changes at several levels in lower lumbar spine. Disc dissection at l4-5. Discogram showed concordant pain with injection at l4-5.' The patient underwent tlif at l4-5 using both rhbmp-2/acs and harvested bone. Post-op the patient developed lumbar radiculopathy, radiating pain down left foot, leg, and big toe. Numbness, left ankle swelling, reflex sympathetic dystrophy of left foot and ankle. Foraminal narrowing of left l4-l5. At 365 days post-op a noncontrasted CT of lumbar spine indicated 'no acute fractures are seen. Normal alignment of vertebral bodies.' At 489 days post-op the patient underwent a revision surgery to treat disc protrusion at l3-4 on left. During the surgery, the dura was damaged during corrective procedure/removal of ectopic bone. Neurologic impairment rating of 18% of body as a whole. Foraminotomy at l4-5 on left with removal of scar tissue from bone with drill, dura was damaged resulting in csf leak. At 1034 days post-op the patient was diagnosed with far lateral herniated nucleus puposus on left at l3-4 with radiculopathy , diagnosis of depression secondary to chronic pain, patient has attempted suicide. The patient still has complaints of back pain that radiates to lower left extremity. At 1142 days post-op the patient presented for follow up. Per the physician's notes, the patient reported sharp radiating pain in back with muscle spasms. At 1168 days post-op the patient presented for follow up. Per the physician's notes, the patient still has burning pain that gets worse with movement, pain is worst in low back.